Event description:
Surgeon advised that pt being treated for a broken distal femur had a 4.5mm lcp curved condylar plate implanted. Plate was confirmed by x-ray to be broken and was explanted.

Manufacturer narrative:
H3, h6: no eval could be made, no conclusion could be drawn as no device has been returned .